Manufacturer narrative:
Name: tandem. Country: italy. Address(B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off during use on (B)(6) 2026.